Manufacturer narrative:
The customer reported that the video on the central nurse's station (cns) primary display will disappear mid-way on the monitor screen. The video sweep on the primary display looks fine on the left side, but on the right side/edge of the screen, the video will fade and eventually disappear as it gets closer to the right side. No harm or injury was reported. Attempt #1: on 07/14/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 07/21/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: on 07/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the video on the central nurse's station (cns) primary display will disappear mid-way on the monitor screen. The video sweep on the primary display looks fine on the left side, but on the right side/edge of the screen, the video will fade and eventually disappear as it gets closer to the right side. No harm or injury was reported.